Event description:
Related manufacturer reference number: 2017865-2024-73432, related manufacturer reference number: 2017865-2024-73433. It was reported that the patient presented for a follow-up in clinic with infection and experiencing discharge from the implanted device pocket site. The physician explanted the pacemaker and capped the active leads - right ventricular lead and right atrial lead - to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.